Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was nor returned, so an evaluation was unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to damage accrued by the syringe during shipping and handling, or due to other unknown factors causing a need for a large amount of force during extrusion. Complaint history part number and lot number were not provided, so complaint history was unable to be performed. DHR review and related actions part number and lot number were not provided, so DHR review and product hold search were unable to be performed. No actions required. This event is not related to any current actions. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a procedure when injecting the intergro dmb paste, the syringe broke at the handle where you put the forefinger or middle finger. At the moment of the incidence, the short nozzle was attached. There were no reported patient or user impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure when injecting the intergro dmb paste, the syringe broke at the handle where you put the forefinger or middle finger. At the moment of the incident, the short nozzle was attached. There were no reported patient or user impacts associated with this event.